Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia. No recurrence had occurred but a seroma was noted and device was removed. The device was explanted and was wadded up in the inguinal canal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent incarcerated right inguinal hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent recurrent right inguinal hernia. The physician notes: "findings: no recurrent hernia. Large seroma/ old hematoma. Dislodged mesh from initial open repair which was wadded up in the inguinal canal...extensive scar tissue is encountered. I painstakingly waded through this scar tissue, and worked my way around the obvious bulge in the inguinal canal. This was encircled with a penrose drain. I began dissecting the bulge free, it was massively adherent. I unfortunately transected the vas deferens in the process. A couple of vessels to the testicle were also cauterized. Ultimately, I was able to excise a densely wadded piece of mesh, clearly his mesh from his initial open inguinal hernia repair. This was removed from the inguinal canal. There is still another large mass inferior to this. This was also dissected free, and clearly was admitted rind of the seroma. This was opened and evacuated. The rind was excised. After removal of the seroma and the mesh, it was clearly evident there was no recurrence of his... Hernia." The patient continues to suffer complications related to the mesh, including but not limited to chronic abdominal pain. The patient will likely require additional surgeries to repair the damage from the mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent incarcerated right inguinal hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. (B)(6) 2017: the patient underwent recurrent right inguinal hernia. The physician notes: "findings: no recurrent hernia. Large seroma/ old hematoma. Dislodged mesh from initial open repair which was wadded up in the inguinal canal...extensive scar tissue is encountered. I painstakingly waded through this scar tissue and worked my way around the obvious bulge in the inguinal canal. This was encircled with a penrose drain. I began dissecting the bulge free, it was massively adherent. I unfortunately transected the vas deferens in the process. A couple of vessels to the testicle were also cauterized. Ultimately, I was able to excise a densely wadded piece of mesh, clearly his mesh from his initial open inguinal hernia repair. This was removed from the inguinal canal. There is still another large mass inferior to this. This was also dissected free, and clearly was admitted rind of the seroma. This was opened and evacuated. The rind was excised. After removal of the seroma and the mesh, it was clearly evident there was no recurrence of his... Hernia." The patient continues to suffer complications related to the mesh, including but not limited to chronic abdominal pain. The patient will likely require additional surgeries to repair the damage from the mesh. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information: (B)(6) 2013 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was dissected and a perfix plug was placed and sutured." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia, abdominal pain thereby underwent laparoscopic tep repair with the implant of synthetic mesh. Per operative notes, ¿the hernia sac was reduced and a synthetic mesh was placed and sutured." (B)(6) 2017 - patient was diagnosed with right inguinal hernia, seroma, hematoma thereby underwent open repair with the implant of synthetic mesh and explant of perfix plug. Per operative notes, ¿the scar tissue was excised and adhesions were lysed. A densely wadded piece of perfix plug was removed." Attorney alleges that the patient had adhesions, hernia recurrence, loss of testicles, pain & suffering, seroma. It was also alleged that densely wadded up mesh, extensive scar tissue, vas deferens transected, vessels of the testicle cauterized.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia. No recurrence had occurred but a seroma was noted and device was removed. The device was explanted and was wadded up in the inguinal canal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of perfix plug, patient was diagnosed with hernia recurrence, hematoma, seroma, adhesions, abdominal pain, scar tissue and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, seroma, hematoma, & adhesions as possible complications. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.